Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The shaft of the screw remains in the patient. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The shaft of the screw was broken approximately 12 mm from the head of the screw. Analysis of the fracture face revealed beach marks across the majority of the cross-section, indicating failure due to metal fatigue. Pseudoarthrosis could have contributed to dynamic loading of the screw, leading to failure over time.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The shaft of the screw remains in the patient. Revision surgery took place (B)(6) 2018.